Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Account - (B)(6). Item description - syringe 0.3ml 31g 8mm wholeunit 10bg 500. Item sku - 328438. Lot: 4044007. Needles are dull, injectors are working hard to get into skin. Sometimes it is hooking on the skin. Plunger is also rolling sideways. Customer provided one lot number, but states this is occurring with multiple lots. No specific event date provided. No adverse events samples available- customer would like a shipping container for the dirty needles.